Manufacturer narrative:
Age at time of event : 18 years or older. Device evaluated by MFR: the device was not returned for analysis. Review of the manufacturing records for this batch confirmed that the devices in this batch met all applicable specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the balloon profile issue occurred. Vascular access was obtained via groin approach. The 30% stenosed target lesion was located in the moderately calcified renal artery. A 5.0mmx15mmx80cm (4f) sterling¿ balloon catheter was advanced but failed to cross the lesion. However during the procedure, it was noted that the balloon profile was too big than expected. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.